Manufacturer narrative:
Submit date: 10/21/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with a needle while transferring blood into a tube. The customer reports the needle is coming loose from the hub. Customer states after the venipuncture and as they are transferring the blood to the vacutainer tube, the needle detached from the hub.